Event description:
Philips received a complaint on the v60 ventilator indicating that the device was being serviced for preventative maintenance (pm) and experienced a co2 rebreathing alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and the rse had the customer check for a whisper swivel in the circuit. The customer informed the rse that the whisper swivel was missing and, after installing it into the circuit, the alarm resolved, and the device operated as expected. In a good faith effort (gfe) response received on 15jan2025 from the customer, it was confirmed that, following the resolution of the issue, the device was able to successfully complete the pm and was returned to use. It is concluded that the co2 rebreathing alarm was the result of improper test circuit setup caused by user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.